Event description:
Additional information received indicated that programming changes were made to resolve the issue. The patient remained stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited a high defibrillation impedance. No intervention was performed, and the patient was stable.